Event description:
It was reported that (1) ecs29 device was used during a sigmoid resection. It was reported by the rep that the surgeon fired the instrument during a sigmoid resection. The instrument drove the staples, but didn't cut the tissue. The surgeon was forced to remove more sigmoid and re-staple with a new instrument. There was extended or time by 20 mins.